Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body confirmed a puncture hole in the insulation, consistent with a guidewire escaping the lumen. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this left ventricle (lv) lead was not successfully implanted since the lead was pierced, a wire had emerged from the lead, behind the spiral. A different lead was successfully implanted. No adverse patient effects were reported.